Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows damage to the distal surface and the locking feature is found to be flared out and compressed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause is attributed to use error. The contact was sent the investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device would not lock with mating component during procedure. Another device was used to complete the surgery. No more information is available.